Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 3.9, lab: 1.9. Time between testing was twenty minutes. Pt's therapeutic range is 2.0 - 3.0. Customer's operational technique: milking the finger in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
Investigation pending.